Event description:
An error message was reported with the adc device. Customer received a "scan timeout / scan error" message and was unable to obtain readings. As a result, the customer experienced loss of consciousness and was unable to self-treat, requiring unspecified treatment by a non-healthcare professional (non-hcp). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor, freestyle libre sensor kit, and libre reader were reviewed and the dhrs showed the freestyle libre sensor, sensor kit and reader passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the reader and no issues were observed. Attempted communication between returned reader and known good sensor. Reader successfully communicated with the returned sensor. Scan timeout error message was not observed, therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "scan timeout / scan error" message and was unable to obtain readings. As a result, the customer experienced loss of consciousness and was unable to self-treat, requiring unspecified treatment by a non-healthcare professional (non-hcp). There was no report of death or permanent impairment associated with this event.